Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430mg/dl. Customer also experienced blood glucose was 400mg/dl. The customer had no any symptoms. Troubleshooting was not performed. The product will not be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches.